Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with the retainer and reservoir tube lip partially worn/melted off (heat friction) and missing the reservoir tube o-ring. A sc1 cap will not lock into place inside of the reservoir tube compartment due to the physical damage. Additional damage found during a visual inspection are: scratched case and cracked down arrow button keypad overlay. Partially broken reservoir tube lip and retainer complaints are confirmed. The reservoir unable to lock into place is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on the reservoir site of the pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the pump. Mmt-1885 was requested and it was returned.